Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No physical damage was found on the device. No anomaly was recorded in the event log. Performed functional testing. The reported problem was confirmed. A possible root cause is an anomaly in the component (an air detector), and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a bubble detection error. The fault occurred during the infusion at the patient's home. There was patient involvement, and no patient harm/adverse event reported.